Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on (B)(4) 2006 for this device model. Boston scientific received information that this device was recently explanted due to battery depletion. No adverse patient effects or further allegations since the original event were reported.

Manufacturer narrative:
Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely and will need to be replaced earlier than estimates provided in product labeling. On (B)(6) 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor. The device was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.